Manufacturer narrative:
(B)(4).

Event description:
The customer questioned low results for 13 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Based on the data provided, all 13 patient samples were discrepant when tested for na, 3 patient samples were discrepant when tested for k and 4 patient samples were discrepant when tested for cl. Refer to attached data for the patient results. The incorrect results were reported out of the laboratory where they were questioned by ER staff. The patients were not treated based on the results. No adverse event occurred. No electrode lot numbers or expiration dates were provided. Calibration and qc results were fine at 9:55 a.m. The shift to low results occurred after 3:00 p.m. There was no change in reagent. There was liquid on top of the reaction cells. The electrodes were installed on (B)(6) 2018. The field service engineer (fse) visited the customer site and did not identify any issues. The fse replaced the electrodes and ran calibration and qc with acceptable results. Reagent issues can be excluded since calibration and qc were acceptable after the service visit. The investigation was unable to find a definitive root cause.